Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message occurred during a procedure. The error code could of been caused by cassette that leaked into the console sensors. Additional information was requested.

Manufacturer narrative:
Additional information provided. No further information was able to be obtained from this customer. However, the customer confirmed the pak used in the system was leaking. The system was manufactured on october 25, 2011. Based on quality assurance assessment, the product met specifications at the time of release. The consumable finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the reported event can be attributed to leaking consumable pak. However, how or when it became nonconforming could not be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).